Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04821. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedures of a transvaginal hysterectomy and cystocele repair during mesh implantation. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04821. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that after sling implantation the patient experienced vaginal scarring, shrinkage, dyspareunia, vaginal discharge and infections. (B)(4).